Event description:
It was reported that after an unknown procedure, the patient developed bleeding three days post-operatively. When patient was seen post-operatively, bleeding at the staple line was confirmed, and sutures were used to oversew the staple line. Post-op oversew staple line. The patient is now fine. One device discarded.